Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient underwent generator and lead explant (leaving the electrodes) due to an infection. The physician reported that there were scratch marks at both the generator and lead incision sites. The patient's family indicated that the patient is a "picker". The incision sites were flushed and the patient was given antibiotics. Review of device manufacturing records confirmed sterilization for the generator prior to distribution. No additional relevant information has been received to date.